Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated/corrected h6. The field service engineer that troubleshooted the issue confirmed that the malfunction was likely caused due to a loose cable connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during the implant, the patient had ventricular tachycardia multiple times. The staff performed cardiopulmonary resuscitation. Support continued as a bridge to a transplant. The patient was taken to the operating room for a heart transplant. The impella 5.5 was explanted during the transplant procedure. The patient survived the explant.